Event description:
Our lab data reveals that the operating room towels (also known as surgical towels) manufactured by jiangsu province jianerkang medical dressing co (are fiercely contaminated with molds, such as pyronema domesticum, deinococcus proteolyticus and deinococcus radiodurans. Plus, the bioburden level of these towels is extremely high. The two main companies importing these towels into the states are medline industries and amd-ritmed. Please stop these towels and protect the americans!